Event description:
A large hematoma was noted on this pt's abdomen when completing a ptca/stent. At this time blood was noted leaking out from under the lip of the catheter sheath's hub. The physician attempted to insert a wire to exchange the leaking sheath but was unable to pass the wire. (A second sheath had been opened). The physician pulled the sheath out & applied manual pressure. A femostop pressure device was applied. The hematoma appeared to be increasing in size so the femostop was removed & manual pressure was applied.